Event description:
The initial reporter stated that the pump pressure was too high. No clarification was provided. When the pump was returned to mmdg the pump upstream occlusion alarm did not function as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved. The alarm failure occurred during testing at mmdg. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump pressure sensor failed, which caused the upstream occlusion alarm to fail. The pump was serviced to correct the issue.